Event description:
As reported by the (B)(4) study, a patient experienced chest pain which was later diagnosed as a significant instent restenosis of index stent through cardiac cath approximately (B)(6) months after the index procedure. At the time of the index procedure, a 3.5 x 13 mm cypher stent was implanted in the proximal left anterior descending due to positive stress test. Approximately (B)(6) months after the index procedure, the patient experienced chest pain. Upon presentation, the patient was found with chest pain and pressure that radiated to the jaw. It was reported that the patient was seen in the ER for acute coronary syndrome, ve cardiac markers, and was sent for a stress test. The cardiac cath revealed significant instent restenosis of index stent in the lad and also 70% stenosis in the circumflex lesion. Based on the reported information, the instent restenotic lesion was not revascularized at this time; however it was reported that the patient was scheduled for staged procedure to the lad in 4-6 weeks or sooner if needed. It was also reported that at this time, the percutaneous transluminal coronary angioplasty and placement of des to the mlad were only conducted. The patient was discharged in (B)(6) days. The outcome of the event and investigator's causality were unavailable at the time of report.

Manufacturer narrative:
Complaint conclusion: as reported by the (B)(4) study, a patient experienced chest pain which was later diagnosed as a significant instent restenosis of index stent through angiography approximately (B)(6) months after the index procedure. At the time of the index procedure, a 3.5 x 13 mm cypher stent was implanted in the proximal left anterior descending due to positive stress test. Approximately (B)(6) months after the index procedure, the patient experienced chest pain. Upon presentation, the patient was found with chest pain and pressure that radiated to the jaw. It was reported that the patient was seen in the ER for acute coronary syndrome, ve cardiac markers, and was sent for a stress test. The cardiac cath revealed significant instent restenosis of index stent in the lad and also 70% stenosis in the circumflex lesion. Based on the reported information, the instent restenotic lesion was not revascularized at this time; however it was reported that the patient was scheduled for staged procedure to the lad in 4-6 weeks or sooner if needed. At this time, the percutaneous transluminal coronary angioplasty and placement of des to the mid lad were only conducted. The patient was discharged in four days. The outcome of the event and investigator's causality were unavailable at the time of report. No sterile lot number information has been available to date, thus no DHR could be performed. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. With the limited information available is not possible to make an accurate conclusion regarding possible contributing factors.

Manufacturer narrative:
Addendum & correction: additional information received from the site indicated that the mlad lesion revealed through cardiac cath performed on (B)(6) 2012 was not within 5mm of index study stent in the plad. Previously it was reported that the mlad lesion was isr and was being reported accordingly. But, based on the additional information, the code for reocclusion has been removed from the database.